Event description:
This is an adverse event recorded on a crf as part of the us rfa registry for barrett's esophagus. This pt was enrolled with a 2 cm indefinite dysplasia. After a secondary focal ablation pt complained of dysphagia. Dilation was performed and upper endoscopy done for removal of food from ge junction. Mild stenosis was noted and add'l dilation performed and symptoms were resolved. Per the physician the severity of this event was mild and relationship of the event to the device procedure was definite and there was no device malfunction.